Event description:
This was a single-center study that sought to evaluate the pre-close efficacy and safety of a single proglide device strategy compared to the standard two proglide closure technique during transfemoral transcatheter aortic valve implantation (tavi) procedure. Between january 2020 and december 2023,1303 patients underwent a tavi procedure. A proglide device was used to close the access site after the tavi procedure was performed. However, the proglide device may have caused or contributed to bleeding, vascular complications, medical intervention, surgical intervention, and death. The article concludes by stating the single proglide strategy for pre-closing during tavi is as effective and safe as the conventional two proglide approach. Additional details are listed in the article, titled " femoral closure with single proglide in transcatheter aortic valve implantation: a registry-based study.¿

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of death is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the article information, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects reported in the article are captured under a separate medwatch report. B2: estimated date. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.